Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Event description:
The customer alleged they received questionable tina-quant albumin gen.2 (alb), total protein urine/csf gen.3 (upro), and creatinine for one patient. The customer provided data for discrepant alb and upro results on their c502 analyzer. The patient's results were from a urine sample. The units of measure were requested but not provided. The patient's initial alb result was 2.5 and upro result was 0.61. The results were auto-accepted and reported to the customer's laboratory information system. The patient's sample was then tested on another c502 analyzer. The patient's alb result was 654.7 accompanied by a data flag. The sample was repeated with decreased volume and the result was 930. The patient's upro result was 1.84. The sample was repeated again on the other c502 analyzer. The patient's alb result was 687.9 accompanied by a data flag. The sample was repeated with decreased volume and the result was 908.6. The patient's upro result was 1.85. There were no adverse events. The alb reagent lot number was 699769 and the upro reagent lot number was 697110. The expiration dates were requested but not provided.